Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the device has been repaired and placed back into service.

Manufacturer narrative:
Additional procode: dro. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 109," "pacer fault 116," and "defib fault 72" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.